Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 2.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 5atm within 20 seconds. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and there was no problem with the patient's condition post procedure.